Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The valve was discarded, so no product analysis could be performed. Without imaging, we are unable to conclusively determine the root cause for the reported expansion issues experienced and if there were any patient anatomy issues that may have prevented the valve from fully expanding. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy. The pvl was most likely a result of the reported under expansion. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, heavy calcification was noted on the ncc, and is a likely contributing factor for the under expansion and infolding. Review of the device history record (DHR) and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, heavy calcification was noted on the patient's non-coronary cusp (ncc). A pre-implant dilation was performed using a 23 mm crystal balloon with 2 atm of pressure. The valve was loaded by an experienced medtronic field representative. Crowing was noted between nodes 1 and 2. The valve was attempted to be deployed up to 80%, however the valve was constrained on the ncc side of the frame. Moderate to severe paravalvular leak (pvl) occurred. Of note, the valve height was 0 mm on the ncc and -4 mm on the left coronary cusp (lcc). The valve was recaptured. An infold was noted upon recapture. The system was withdrawn and removed from the patient. The procedure was delayed approximately 10 minutes while a replacement valve was prepped and loaded into a replacement delivery catheter system (dcs). Zero crowding was noted on the replacement load. The replacement valve was deployed at a slight deeper depth; -4 mm on the ncc and -5 mm on the lcc. The valve was released. The valve was post-dilated using a 23 mm crystal balloon due to slight constraint at the waist level. The final result had mild pvl with zero gradient. No adverse patient effects were reported.